Event description:
It was reported that the device speaker is not working. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort was conducted and confirmed the device displayed a speaker malfunction error message and no sound was coming from the device. As well it was confirmed that after speaker replacement the device was working to its specifications. The following functional tests were performed: the philips remote service engineer (fse) talked to the customer, determined the speaker required replacement and arranged a replacement speaker assembly to be sent to the customer for repair replacement. Based on the information available and the testing conducted, the cause of the reported problem was a speaker malfunction. The reported problem was confirmed. The device was operational after the speaker was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).